Event description:
It was reported that 20-30 pc units were not charging up. This was reported to bd representatives during site visit. The batteries and power cords were replaced. The tpc confirmed that the power indicator was not illuminated while plugged into ac power and will not power up. Biomed believes that it may be a power board issue. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device won't power up was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.